Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and found residue on the light engine glass rod assembly. A functional evaluation revealed the light guide cable was recognized but the lamp does not turn on. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event potentially include a mismatched or damp light cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the light source of the lens integrated system was broken. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that the lamp does not turn on and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.